Event description:
It was reported that the spinal cord stimulation (scs) patient reported difficulties charging their implantable pulse generator (ipg). Additionally, high impedance was detected on both non-boston scientific leads. The patient expressed a desire for MRI compatibility. As a result, a procedure was performed to explant the ipg and non-boston scientific leads. Postoperatively, the patient is doing well. However, the devices location remains unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the follow up MDR in block h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experiences charging difficulties. It was also found high impedance on both of a non- boston scientific lead. The patient underwent a procedure in which the implantable pulse generator (ipg) and leads were explanted, the patient also wanted to have (magnetic resonance imaging) MRI conditionality. Patient is doing well postoperatively. The location of the device is currently unknown.